Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl. The patient reports while trying to activate a pod they had received a hazard alarm on their personal diabetes manager (pdm). The patient reports they were unable to reset their pdm. The patient reports going to the hospital due not having a back up method for insulin delivery and not being able to activate a pod. The patient reports having low blood pressure and vomiting. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.